Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. No device malfunction was reported against the pump therefore, the purpose of this analysis is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Log file analysis was not conducted since log files covering the reported event date were not available. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed evidence of thrombus within the device. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) was returned to the manufacturer because it was explanted due to the patient myocardial recovery. The device subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.